Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to low blood glucose and wasn't wearing the sensor at the time of the event. Customer did not provide blood glucose level. No further information was provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, no delivery error test, displacement test and basic occlusion test however, the insulin pump was unable to prime during prime test due to faulty force sensor relay. No further testing could be performed due to prime anomaly. No unexpected low battery or off no power anomaly noted however, corrosion was found at the battery tube. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and display window, missing end cap sticker and minor scratched lcd window.